Event description:
The patient experienced a shocking/jolting sensation and was unable to turn the device off with the magnet. She had to go to the emergency room where the healthcare professional there was able to turn the device off. It was noted that she "nearly died before they did that". Further information was requested.

Manufacturer narrative:
(B) (4).